Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose readings were inaccurate. The blood glucose reading was 451 mg/dl, which was treated with insulin via the insulin pump. The sensor glucose reading was 40 mg/dl. The customer stated that he had spent 4 hours trying to get the sensor to catch up with the blood glucose reading, however unsuccessfully. He changed the sensor out and received a sensor error alarm the morning after. The most recent blood glucose reading was 105 mg/dl. Upon troubleshooting, while the customer was disconnecting the transmitter from the sensor, he accidentally pulled the sensor from his body. No bent cannula was observed. He declined troubleshooting assistance for the sensor glucose reading discrepancy and was advised to return the sensors for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.